Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular lead was dislodged. The lead was capped on (B)(6) 2019.

Event description:
New information received noted that the dislodgement was discovered at a generator change procedure. The lead was not replaced. The patient was stable before, during, and after the procedure.